Event description:
During eye surgery, a small fireball, was noted along pt's eyelashes and eyebrow. The lashes and brow were singed and burnt off and there was a small blister on the brow area. The eye was not harmed. Pt required no add'l treatment. The hand held cautery was in use at time of incident.